Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event information. Investigation summary investigation site: cq zuchwil selected flow 5: broken. Visual investigation: two portions of an adaptation plate 2.0 with 20 holes were received for investigation. The longer portion has 6 holes remaining and the shorter portion has two holes remaining. The rest of the plate was cut off and not received for investigation. The two holes portion is bent in the middle between the links and shows various marks and worn off color anodization. The 6 holes portion is slightly bent at one side and also shows various marks and wear. The golden anodized color is correct, and the fracture surface shows the typical view of broken titanium.the complaint is confirmed for breakage dimensional inspection: the outside dimensions were measured with caliper and found to meet the specifications / all listed specifications are from the actual drawing. Document/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no document/specification review is required per selected investigation flow broken. Material review: because of the missing batch number, no DHR and material review could be performed. Conclusion: the received condition agree with the complaint description and the complaint therefore is confirmed. Based on the condition of the implants and the event information received we are not able to determine a cause of breakage. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device history lot, batch, and review null, unknown lot number. Device was used for treatment, not diagnosis.

Event description:
1/25/201: updated event description: it was reported that on an unknown date, the adaption plate broke. The patient had a second operation on (B)(6) 2018. After two weeks, the mandible was still mobile since the first operation. Initially, the plate was originally implanted on (B)(6) 2018. The second operation was not an infection, the jaw still mobile due to the broken device. The procedure was successful without any delay and the broken device was successfully explanted. There was no patient consequence. Concomitant device reported: unknown screw (part#unknown, lotunknown, quantity#unknown). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019 updated event description: this complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event. Device evaluated by MFR: a product investigation was completed: two portions of an adaptation plate 2.0 with 20 holes were received for investigation. The longer portion has 6 holes remaining and the shorter portion has two holes remaining. The rest of the plate was cut off and not received for investigation. The two holes portion is bent in the middle between the links and shows various marks and worn off color anodization. The 6 holes portion is slightly bent at one side and also shows various marks and wear. The golden anodized color is correct, and the fracture surface shows the typical view of broken titanium. The complaint is confirmed for breakage. The outside dimensions were measured with caliper and found to meet the specifications. A dimension cannot be verified on the broken and damaged connection link. The dimension was checked on the next link to the breakage area and found to meet the specifications. The cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device. Because of the missing batch number, no device history record (DHR) and material review could be performed. The received condition agree with the complaint description and the complaint therefore is confirmed. Based on the condition of the implants and the event information received we are not able to determine a cause of breakage. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Corrected data: concomitant medical products: date device returned to manufacturer, patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the revision surgery did not occur due to an infection. It occurred due the jaw still being mobile due to the broken device.

Event description:
The procedure was successful without any surgical delay. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the adaption plate was broken. Two weeks after the initial procedure, the patient underwent a second operation because the mandible was still mobile with an infection reported. During this procedure, the surgeon found that the adaption plate was broken. Surgical outcome is unknown. No patient consequence was reported. This report is for one (1) 2.0mm ti adaption plate 20 holes/100mm. This is report 1 of 2 for (B)(4).